Manufacturer narrative:
The sample was received for evaluation with a cap on the dark blue connector and the white twist clamp was in the closed position. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. The insert chip was present and there was no indication of the solvent on the top of the insert chip. There was evidence of solvent on the threads inside the barrel of the main body functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set broke during use. When the patient attempted to open the twist clamp after connecting to the cycler, the light blue section of the twist clamp came apart from the dark blue end of the transfer set. Patient was able to clamp their catheter and successfully disconnect. The transfer set was in use approximately two (2) months. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.